Manufacturer narrative:
Device evaluation: returned device was received with a damaged pressure switch. No evidence of reported problem in event log was found. During the evaluation, the device failed alarm check during performance tests. Upon inspection, the pressure switch was found to be damaged. The customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator continuously alarms low pressure disconnect when the unit is not disconnected. There were no reported adverse effects.